Event description:
It was reported that the right ventricular lead exhibited post sensed t-wave oversensing. It was noted there was also some p-wave oversensing and noise signals. No device intervention was performed but lead testing and replacement was discussed. No further information available regarding patient condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that additional episodes of oversensing noise were noted. The device was reprogrammed. Patient was stable with no adverse consequences.